Manufacturer narrative:
Additional information was received that the unit failed the self-test, and the regulator was adjusted to repair it. This is a non-hazardous malfunction therefore was not reportable. Additional information was received that the unit failed the self-test, and the regulator was adjusted to repair it. This is a non-hazardous malfunction therefore was not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that mechanical ventilation does not work. There was no report of patient involvement.